Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine to the cheeks (ck1), temple (t1) and jaws (jw1, jw3) as well as juvéderm volift with lidocaine in the lips (upper lp1, upper lp3, lp2). A month later, the patient wanted to improve the volume in the upper lip. Patient had another injection with juvéderm volift with lidocaine to the lips (upper lp1, lp6) and nasolabial folds (nl1-3) as well as juvéderm voluma with lidocaine in the jaws (jw1, jw3-4). There were no intercurrences and good results. Thirteen days later, the patient woke up and had developed "important edema" to the whole face and lips. There were no other signs or symptoms. Patient was treated with a diprospan injection and prescribed with predsim. Patient had a regression of edema. Patient did not take predsim for one day and the next day woke up with edema in the upper lip. Patient was advised to continue taking predsim. Patient was well and almost without edema. However, the edema reappeared in the upper lip. A week after the symptoms first appeared, the patient presented with "much edema" in the upper lip along with red nodules bilaterally. Patient was treated with hyaluronidase and prescribed with azithromycin. Patient had an improvement of the upper lip edema and little improvement of nodules. Three days later, the patient returned to the healthcare professional and reported that they also had erythema and nodulations in the chin 2 days before. Upon examination, the patient had erythematous nodules in the jaws (jw3-4). There was also palpable hyaluronic acid in the upper lip and lip edema. Patient had been taking predsim. Patient continues having periods of remission of symptoms and periods of worsening, but with much lower intensity. Patient was maintained on antibiotic therapy as the healthcare professional believes the etiology of the symptoms is related to biofilm. This is the same event and the same patient reported under MDR ID #3005113652-2018-01627 (allergan complaint # 1715401), MDR ID #3005113652-2018-01628 (allergan complaint # 1715402) and MDR ID #3005113652-2018-01629 (allergan complaint # 1715403). This is the first MDR submitted for the first suspected product, the first injection with juvéderm voluma with lidocaine.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, red/erythematous nodules and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine to the cheeks (ck1), temple (t1) and jaws (jw1, jw3) as well as juvéderm volift with lidocaine in the lips (upper lp1, upper lp3, lp2). A month later, the patient wanted to improve the volume in the upper lip. Patient had another injection with juvéderm volift with lidocaine to the lips (upper lp1, lp6) and nasolabial folds (nl1-3) as well as juvéderm voluma with lidocaine in the jaws (jw1, jw3-4). There were no intercurrences and good results. Thirteen days later, the patient woke up and had developed "important edema" to the whole face and lips. There were no other signs or symptoms. Patient was treated with a diprospan injection and prescribed with predsim. Patient had a regression of edema. Patient did not take predsim for one day and the next day woke up with edema in the upper lip. Patient was advised to continue taking predsim. Patient was well and almost without edema. However, the edema reappeared in the upper lip. A week after the symptoms first appeared, the patient presented with "much edema" in the upper lip along with red nodules bilaterally. Patient was treated with hyaluronidase and prescribed with azithromycin. Patient had an improvement of the upper lip edema and little improvement of nodules. Three days later, the patient returned to the healthcare professional and reported that they also had erythema and nodulations in the chin 2 days before. Upon examination, the patient had erythematous nodules in the jaws (jw3-4). There was also palpable hyaluronic acid in the upper lip and lip edema. Patient had been taking predsim. Patient continues having periods of remission of symptoms and periods of worsening, but with much lower intensity. Patient was maintained on antibiotic therapy as the healthcare professional believes the etiology of the symptoms is related to biofilm. This is the same event and the same patient reported under MDR ID #3005113652-2018-01627 (allergan complaint # (B)(4) ), MDR ID #3005113652-2018-01628 (allergan complaint # (B)(4) ) and MDR ID #3005113652-2018-01629 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, the first injection with juvéderm voluma with lidocaine.